Event description:
Caller alleged precision issue with inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.8, 5.1 and 1.8. Therapeutic range: 2.0 - 3.0. All tests were conducted within fifteen (15) minutes. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.